Event description:
Pt's port flushed with heparin 100 u/ml 5 mls post ivig infusion. Pt states later that night 04/02 he had diarrhea x 2 episodes, followed by 6 episodes during the next day. Dose or amount: 5ml flush syringe. Frequency: once. Route: IV. Dates of use: 2008. Diagnosis or reason for use: maintain port.